Manufacturer narrative:
Physio-control confirmed that process improvements to increase the amount of adhesive on the metal plates and improve plate retention were implemented by the supplier. After further investigation it was decided that the product meets its reliability goals and there will be no further investigation.

Event description:
Physio-control's technical support department reported that there have been recent incidences of the lifepak 20 defibrillator external paddle plate breaking away from the standard plate. It usually starts out by the customer requesting a part number and price for the "paddles" on their device. The customers usually state: "'the bottom 'plate' on the paddles is damaged". There were no reports of patient use associated with this event.

Manufacturer narrative:
F10: code # 1103 - unlabeled, code # 1211 - unlabeled. Physio-control continues to investigate the reported failure.